Manufacturer narrative:
Correction: the explant date should have been (B)(6) 2019 rather than (B)(6) 2019.

Event description:
Patient did not have their ipg replaced on (B)(6) 2019. The patient later had their ipg replaced on (B)(6) 2019. Therapy established post op.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg was deemed inoperable. As a result, the ipg was explanted and replaced. Therapy restored postoperatively.